Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 53-year-old male patient presented with acute-on-chronic heart failure (stage b) and received impella 5.5 support. The clinical course under support was generally successful. During therapy, the patient developed episodes of ventricular tachycardia, which were effectively managed with amiodarone and lidocaine. Mild pulmonary edema was noted following the ventricular tachycardia episode. A suspected pulmonary thromboembolism was evaluated and ruled out by CT imaging. At the time of 5.5 cannulation, a blake drain was placed in the axillary pocket. It was initially connected to bulb suction but was transitioned to a pleur-evac due to higher output. Drainage subsequently subsided, with a total of approximately 200 ml collected over the 60 hours since cannulation. It was unclear whether the drainage originated from the graft anastomosis or the surrounding pocket, but the bleeding subsided without intervention. On the fifth day of support, recurrent bleeding was suspected at the access site. The bleeding did not appear to originate from the graft. The cutdown site was reopened in the operating room to identify the bleeding source. The patient received one unit of red blood cells, and heparin infusion was temporarily held until bleeding subsided. The patient later again presented with ventricular tachycardia secondary to chronic heart failure and ultimately underwent vt ablation with resolution. The patient also developed hypoxia attributed to pneumonia and required ventilatory support, ECMO, antibiotic therapy, and ultimately tracheostomy, which was removed prior to discharge. The case was reviewed with the managing physician due to its complexity, and it was concluded that the impella 5.5 functioned as intended and provided appropriate circulatory support throughout treatment. The bleeding requiring intervention is consistent with perioperative and access-site complications in the context of surgical axillary placement and systemic anticoagulation during impella support. The episodes of ventricular tachycardia are consistent with the underlying chronic heart failure physiology and critical illness.